Event description:
On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (3.75mm x 20) could not be released from the capture coil and also would not open distally. The patient experienced vasospasm in the treating vessel and the pipeline was removed from the patient. The procedure was aborted and the patient will be brought back and treated at another time. No further information was available.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device involved in the event has not been returned for evaluation; therefore, the event cause could not be determined. (B)(4).